Event description:
It was reported that the lead had migrated due to a fall. The patient underwent a dorsal column generator replacement, stimulator lead implant, and a dorsal column lead revision. During the surgery, one the leads fractured in the epidural space. A modified hemilaminectomy was performed to retrieve the broken lead and it came out ¿in total.¿ the cause of the lead fracture was unknown. It was unknown if any testing of the lead was done prior to the replacement procedure. It was noted that the battery replacement was due to normal battery depletion. The patient recovered well and was discharged from the hospital the following day. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, lot# serial# unknown, explanted: (B)(6) 2014, product type: lead. (B)(4).